Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture on (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, two (2) tears ( a and b) were found in the posterior aspect measuring approximately 1.0 cm (a) and 0.7 cm (b). No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient who underwent primary breast augmentation with a 300cc mentor smooth round moderate profile saline on the left and a 310cc mentor smooth round high profile saline breast prosthesis on the right, suffered left side deflation and right side capsular contracture; baker grade IV, post-operatively. As a result, the patient underwent bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis.